Event description:
The customer reported the ventilator shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The MFR's service technician was unable to duplicate the reported problem, however, the service tech confirmed a diagnostic code in log history indicating a vent inop occurred due to an adc/dac test failure. Vent inop, when in use, will stop providing ventilatory support to the patient. The service tech replaced the analog board, sensor board cable as a precaution. Performance verification testing was completed and the ventilator passed per operating specifications.

Manufacturer narrative:
Na